Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user suffered a head trauma. Reportedly 4 channels were found with high impedance and the child had no hearing perception when stimulating these affected channels. As the user was only recently implanted it is difficult to say if his benefit is better or worse than before. The user was re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An reported impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that the user suffered a head trauma. Reportedly 4 channels were found with high impedance and the child had no hearing perception when stimulating these affected channels. As the user was only recently implanted it is difficult to say if his benefit is better or worse than before. The user was re-implanted.